Event description:
It was reported that a patient was experiencing tightness and pulling with her lead as well as teeth and ear pain when the device goes off. The patient's pain subsided when the generator was taped over the generator. It was stated that the neurologist decreased her autostim sensitivity at a visit and it is after this when her pain and pulling sensation began. Further information was received from the physician stating that the patient's devices were explanted due to severe pain in the left face, jaw and ear with stimulation. It was stated that the explant was primarily for patient comfort, but there were safety concerns due to the unexplained new onset severe pain with stimulation. No additional relevant information has been received to date.

Event description:
Generator and lead analysis were completed for the patient's devices. Generator analysis approved and proper functionality of the generator in its ability to provide appropriate programmed output currents was tested and verified in product analysis (pa) lab. In addition, the septum was not cord, thus eliminating the possibility of potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hours with the generator placed in a simulated body environment and results showed no signs of variation in output. The generator diagnostics were as expected for the programmed parameters. A comprehensive electrical test showed that the device performed according to functional specifications. The battery was measured to be 3.028 volts showing an intensified follow-up indicator (ifi) - no condition. There were no performance of any other type of adverse conditions found with the generator. Lead analysis was approved and an abraded opening of the inner tubing was identified in the silicone tubing of the second portion of the lead. The lead assembly has dried remnants of what appear to once have been body fluids inside the inner silicone tubing. No other obvious point of entrance was noted other than the tubing openings and the end of the returned lead portions. Per pa, though it is difficult to state conclusively the observed abraded inner tubing opening condition may be a contributing factor for the reported painful stimulation. Note that since the electrode array portion was no returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related conditions, no other anomalies were identified in the returned lead portions. Pa confirmed abraded opening of inner tubing in electrode region of the returned lead portion, exposing the conductive quadfilar coils; cause may be wear related. No additional relevant information has been received to date.